Manufacturer narrative:
A revision surgery is planned to exchange the poly inserts. Reason for revision is unknown at this time. Review of the device history record indicates that the device was manufactured to specification.

Event description:
A revision surgery is planned to exchange the poly inserts. Reason for revision is unknown at this time.

Manufacturer narrative:
It was reported that the patient has laxity due to injury. Revision surgery occurred. The poly inserts were exchanged in order to tighten up the knee. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has laxity due to injury. Revision surgery occurred. The poly inserts were exchanged in order to tighten up the knee.